Manufacturer narrative:
No sample, photo nor video was provided for investigation complaint cannot be confirmed. Without the sample, a root cause of this issue is unable to be determined. No signal of confirmed complaints in relation with this issue was identified. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that during usage, the air bag was found to be leaking, so a new one was replaced. There was no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.